Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. At this time, it is unknown if there was patient involvement at the time the issue was discovered, however the customer called technical support to report that the touchscreen was not working. The biomedical engineer (bme) tested and checked the device, but the issue was not duplicated. No problem was found. As a precaution, the bme cleaned the touchscreen and successfully performed touch screen calibration. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.